Event description:
Limited additional information was provided. It was confirmed that all the pieces of the device were removed from the patient. They immediately found the broken piece in the knee and the surgeon removed the broken part easily with a clamp.

Manufacturer narrative:
Conmed received one kbr178, however the detached / broken tip was not returned for evaluation. The evaluation and inspection of the returned used device was performed per design print and found machined tip detached from the bullseye shaft. No sign of misuse was found with the returned device. The reported event and customer's complaint are confirmed. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that prior to use, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken, or misaligned parts. Inspect instruments following use to ensure device integrity is intact. There should be no loose, broken, or missing parts. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, it is unclear if the device is available for return and evaluation. To date, the device in question has not been returned to conmed for evaluation. A supplemental, and final report will be filed following the completion of the device evaluation, and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer in belgium, the conmed representative reported an issue with the kbr178, infinitytm anteromedial guide r 7/8mm, lot #: 1062755, that vivalia- centre hospital de l'ardenne recently experienced on 03dec2020. It was reported that during an acl reconstruction procedure on a male patient, the kbr178 broke in 2 pieces while in use. It is noted the procedure was successfully completed with no reported delay. There was no impact, or injury to the male patient. Although requested, no other information was made available at the time of this filing. Although the fragment was removed, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.